Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of blood, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to a needleless valve connector. It was reported that after the delivery was complete, blood leaked from the option-lok male adapter of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.